Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Supplemental report 01 - MDR 2201831 - MDR 3003442380-2025-09008 the initial MDR with manufacturing report number (3003442380-2025-09008), was submitted on 20-may-2025. Based on the description it was identified that the event was related to 9 infusion set. So, the supplement is being submitted to inform that the MFR numbers: 3003442380-2025-09005, 3003442380-2025-09006, 3003442380-2025-09007, 3003442380-2025-09008, 3003442380-2025-09009, 3003442380-2025-09010, 3003442380-2025-09011, 3003442380-2025-09012, 3003442380-2025-09013, are for the same complaint (B)(4). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
Supplemental report 02 - (B)(4) - MDR. Correction: this MDR is being submitted to correct the submitted lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004980, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6004980. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6004980 was manufactured according to the work instruction (wi) version 78 and manufactured in the multivac 12 on 14-jan-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient experienced am event of infusion set leakage in the tubing which led to high blood glucose. High blood glucose was addressed using pump. No further information was available.